Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer received emergency medical assistance on (B)(6) 2019 with a blood glucose of 80 mg/dl. The customer was 167 mg/dl at the time of the call. The customer was treated with intravenous insulin and food. The customer did not mention symptoms of their hypoglycemia. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer's spouse called and stated that the pump did not have any problems and it was just issues regarding the customer's pregnancy. The caller wanted to keep the old pump.